Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of more than 467 mg/dl. Patient's other blood glucose value: 150 and 145 mg/dl. Customer also reported failed battery test and blank display. Blank display and failed battery test did not return during troubleshooting. The device is not expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected failed battery test alarms or blank display noted during testing. Insulin pump functioning properly.